Event description:
A male patient contacted lifecor customer support to report that the replacement battery pack we sent him still will not charge on his battery charger. Support sent the patient a replacement monitor, charger and two battery packs.

Manufacturer narrative:
Battery charger; battery pack - 11/2006; battery pack - 10/2006; monitor - 04/2006. H3. Device eval summary: device evaluations of battery charger, the two battery packs, and monitor have been completed. The reported problem was confirmed. The cause of the battery pack not charging was due to a defective transistor inside the first battery pack. This transistor aids in the charging of the battery pack. The battery pack was repaired, retested, and restocked. The root cause of the defective transistor cannot be determined, but was likely random components failure. This is a very rare event. Battery charger, the second battery pack, and monitor were tested and found to be functionally normal. They were restocked. No adverse event resulted from the damaged battery pack. The patient received a replacement monitor, battery charger, and two battery packs.